Event description:
While driving her van (secured by an easy lock system) the unit became uneven due to the hardware for the right front caster fork and headtube has loosen causing the right front caster to move towards the back of the chair.